Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, lead noise, high lead impedance and several aborted shocks were observed. Lead fracture was suspected, however fracture was not clearly seen on x-ray. Lead was capped and replaced on (B)(6) 2018 during generator replacement procedure. Patient was stable throughout the event.